Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed "no delivery." Troubleshooting was performed. Customer's blood glucose was 170 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did not exit. Customer was informed of possible occlusion in the reservoir or infusion set. Customer replaced entire set and conducted a manual prime and insulin did exit. No further information reported.